Event description:
Health professional reported allegedly a lap-band "port was explanted" and replaced. The "pt started to feel less restriction about (B)(6) weeks post [implant] surgery. Band fillings resulted in 50% less fluid than was put in. Pt gradually gained [weight] due to leak." The leak was reported to be "around [the] circumference" of the bottom of the port. At the time of explant, the port was injected with saline and it "gushed out of bottom, water came out of circumference" of the port. The operative report noted that the leak was noted at the seal of the port.

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Inadequate weight loss is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weigh loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate."